Event description:
It was reported that perforation occurred resulting in (B)(4) . The patient complained of difficulty breathing and chest pain immediately following the procedure, continuing for two days post implant when a peri cardiocentesis was performed. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.